Manufacturer narrative:
.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display, unable to verify button keypad anomaly due to full segment display. The keypad assembly was inspected and no traces of moisture or other anomalies were noted. The insulin pump was received with minor scratched lcd window.